Event description:
It was reported that this inflatable penile prosthesis was removed due to as it was not functioning. Upon explant of the device, the physician noted a tear on the proximal part of the left cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.